Event description:
Device diagnostic testing at office visit resulted in an elective replacement indicator of yes, indicating possible premature end of service since device had only been implanted for 8 months and had not been programmed to aggressive settings. The pt reportedly feels like seizure frequency had slightly increased, but no noticeable difference. The pt reported that they do not feel stimulation. Treating neurologist plans to monitor the pt.